Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h11: correction. Block b5 (describe event or problem) has been updated. Block d4, and block h4 have been updated.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation, wire could not be moved as it was already sticking out of the turquoise holder. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the wire anchor was dislodged from the catheter.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a dreamtome pro rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation, wire could not be moved as it was already sticking out of the turquoise holder. The procedure was completed with another dreamtome pro rx 44. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the wire anchor was dislodged from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h11: investigation results the returned dreamtome rx 44 was analyzed, and a visual and microscopic examination found that at the distal tip, the wire anchor was not dislodged or dislocated from the distal pierce hole. Additionally, the guidewire introducer was found broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire/anchor dislodged was not confirmed. After analysis of the returned device, it was determined the wire anchor was not dislodged or dislocated from the distal pierce hole. However, the guidewire introducer was broken. Boston scientific initiated a non-conforming events prevention (ncep) investigation to further evaluate an increase in guidewire introducer broken events. The investigation did not identify any trends specific to any manufacturing lots. Please note that the dreamtome rx 44 manufacturing process includes extensive inspections, and a 100% visual inspection is performed on all guidewires following assembly to confirm the introducer is in good condition. As part of the investigation, all product builders received a refresher training on this inspection step. There have been no guidewire introducer broken events reported for dreamtome rx (B)(4) devices manufactured in 2024. An investigation to address this problem has been completed. Based on all gathered information, the most probable root cause is quality control deficiency. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation, wire could not be moved as it was already sticking out of the turquoise holder. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the wire anchor was dislodged from the catheter.